Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the device difficult to remove after deployment due to foot retraction was confirmed. The probable cause for incomplete foot retraction and subsequent difficult device removal is related to the operational context during use. Based on visual functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight of the patient is (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath after an interventional procedure. Reportedly, when attempting to return the foot to its original position, the foot would not retract completely. The device was removed with the foot in the partially open position. The device was difficult to remove. It was noticed that tissue was present. An 8fr sheath and non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.